Manufacturer narrative:
On (B)(6) 2018: the device was not evaluated by philips. The customer was sent a blower assembly and the ventilator was returned to service. A root cause could not be established.

Event description:
It was reported that the airway pressure was high on the ventilator. There was no patient involvement. The event date was not specified, estimate used.